Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead had chronically high pacing threshold measurements and capture was no longer successful. X-ray confirmed damage to the lead body. A revision procedure was performed, and this lead was surgically abandoned. A replacement lv lead could not be implanted due to patient anatomy. Therefore, a dual chamber pacemaker was implanted and there was no longer a need for a lv lead. No additional adverse patient effects were reported.